Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
During an inspection of a field return, an array set screw driver was found with a fractured tip. Additional information confirmed that this occurred during surgery but that there was no patient impact.

Event description:
During an inspection of a field return, an array set screw driver was found with a fractured tip. Additional information confirmed that this occurred during surgery but that there was no patient impact.

Manufacturer narrative:
Corrections in d9, g1, and h3. Additional information in d4: UDI number and h6: component, investigation type, findings, and conclusions. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has fractured. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or off-axis forces applied during use. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.